Manufacturer narrative:
The analyzer was sent to hemocue ab where the customer problem was confirmed, it was discovered that the eeprom memory had been corrupted. The root cause was found to be a glitch in the connection between components on the main board which has caused read and write errors leading to corrupt values in eeprom memory. The error in eeprom memory will be permanent if the root cause is happening in combination with other identified scenarios leading to potential incorrect measurements values. Corrective action is to improve the soldering process of components on the main board. Note, when the root cause is not occurring in a combination with the identified scenarios it will lead to an error code and no results will be displayed.

Event description:
Hemocue ab received a complaint that the analyzer was showing error code e25.